Event description:
On (B)(6) 2012, patient admitted for worsening vaginal prolapse and underwent enterocele reduction and mesh. On (B)(6) 2012, patient was discharged home without complication. On (B)(6) 2012, presented to local hospital with fever, nausea, vomiting and diarrhea. CT scan of abdomen demonstrated pelvis abscess and was transferred to our facility for higher level of care. On (B)(6) 2012, ir drainage of pelvic abscess. Post procedure developed drop in bp and was transferred to ICU for management of septic shock. On (B)(6) 2012, underwent explant of vaginal mesh, and I and d with debridement of necrotic vaginal tissue. On (B)(6) 2012, persisting pelvic sepsis with necrotizing perineal infection underwent diagnostic laparoscopy and examination of perineum, debridement of perineum and low anterior resection with end colostomy and wound vac. On (B)(6) 2012, remains on mechanical ventilation with severe pneumonia. At request of family patient was made a dnr. On (B)(6) 2012, patient expired.

Manufacturer narrative:
Note: this report represents a combined user facility and manufacturers medwatch report. The treating physician reported that he believes an underlying inflammatory/autoimmune process was present. He reported the final diagnosis as: hypoxic respiratory failure secondary to aspiration, severe scleroderma, necrotizing fascitis versus pyoderma gangrenosa. No device malfunction was reported. A review of the manufacturing and lot records indicate that the device was manufacturing in accordance with all specifications and no other incidents have been reported or associated with this lot. The device was not returned to the manufacturer and no additional evaluation was performed.